Manufacturer narrative:
D10 concomitant product: gia80mtc, cartridge gia80mtc medthk tristp (lot# n4d2192uy), gia80mtc, cartridge gia80mtc medthk tristp (lot# n4e1716uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during whipple surgery the doctor used a linear stapler to close the duodenum. When cutting with the first stapler, the stapler did not form the standard b form. The doctor replaced the stapler with the same lot number and the result was the same. Then the doctor changed the stapler with a different lot number the result was that the staple entered the form but the staple failed to form the standard b form. Finally, the doctor switched to using another stapler and the result was good. The duration of the surgical procedure was extended to thirty to forty-five minutes.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, two videos were provided. Visual inspection noted in the first video, staples were pulled from tissue, with some not properly formed, and blood was seen pooling. In the second video, a gloved hand grasped tissue, and several improperly formed staples were removed. The listed instrument was not visible in either video. It was reported that there was a staple formation issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during whipple surgery the doctor used a linear stapler to close the duodenum. When cutting with the first stapler, the loading unit did not form the standard b form. The doctor replaced the stapler with the same lot number and the result was the same. Then the doctor changed the loading unit with a different lot number the result was that the staple entered the form but the staple failed to form the standard b form. The same happened to another loading unit from the second lot number. Finally, the doctor switched to using another stapler and the result was good. The duration of the surgical procedure was extended to thirty to forty-five minutes.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant products: gia80mtc, cartridge gia80mtc medthk tristp, (lot # n4d2192uy); gia80mtc, cartridge gia80mtc medthk tristp, (lot # n4e1716uy); gia80mtc, cartridge gia80mtc medthk tristp, (lot # n4e1716uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.